Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused, gave overreading for volume to be infused 20 ml and results obtained were 22 ml during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "over-infused, gave overreading for volume to be infused 20 ml and results obtained were 22 ml" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20 for a 30mins. Run time. The delivered amount was 21.243 and the error percentage was at (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined, however pressure plate travel required to be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.